Manufacturer narrative:
The reported event was device irritation at pocket site. Interrogation results and functional testing of the device were normal. No problem detected.

Event description:
It was reported that the patient experienced device pocket irritation. The device was explanted, and the pocket was revised. A new device was implanted. There were no patient consequences.